Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one dst series eea orvil 25mm device. The orvil anvil was observed to be tilted and separated from the tubing. Inspection of the orvil anvil cutting ring showed no traces of knife impression and the ring was received intact. The device was subjected to a measured orvil anvil retention test with an acceptable result. Visual testing of the returned product confirmed the product did not meet quality release specifications due to the disengaged orvil anvil and the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported conditions may occur if the instrument is subjected to excessive tension. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, the anesthesiologist inserted the device down the patient's throat, until the staples were proximal to the esophagus. The surgeon cut an opening in the tissue and started to pass the tube through. It passed easily to start but then stopped passing easily. The anesthesiologist did a jaw thrust on the patient to aid in passing the anvil. The surgeon pulled on the tube and the sutures broke, the tube came out and the anvil was left in the esophagus. The incision was extended by two inches. A gastroscope was used to search for the anvil and then the anesthesiologist retrieved it. The surgeon used the anvil that came with the device. He purstringed the anvil in the proximal esophagus.